Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a routine check, non-sustained rv oversensing due to noise was observed on the rv lead. Minor pacing inhibition was also noted. The lead was mentioned to be replaced. The patient was in stable condition.